Manufacturer narrative:
Product complaint: pending. Device not returned. Usage concerns resolved, and device was reported to be working properly. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this report is associated with product compliant: pending. This spontaneous case, reported by a consumer, who contacted the company to request product information and reported a product complaint with adverse event, concerns a (B)(6) caucasian male patient. The medical history included high pressure. Concomitant medication: insulin glargine and metformin, both for unknown indication use. The patient received insulin lispro (humalog) via humapen luxura burgundy, 15iu before breakfast and 15iu before lunch, subcutaneously, for unknown indication use and beginning in 2011. On an unspecified date in (B)(6) 2016, five years after the beginning of insulin lispro treatment, the patients glycemia increased to 500 (unknown units and reference range), even with a controlled diet. It occurred because the cartridge of insulin lispro (lot c419546c) was cracked, so the insulin lispro was leaking behind the injection screw and he received a lower dose. Then, how it was leaving less insulin by the needle, the patient increased the dose of insulin lispro (conflicting information reported he began taking the insulin from the cartridge with a syringe). After this, the patient noticed the cartridge was cracked, troubleshooting was performed with another cartridge and the device released the insulin lispro normally; so he concluded the leaking of insulin lispro was not related to device but because the cartridge was cracked. The glycemia of 500 was considered as serious by the company due to medically significant reasons. The patient recovered from glycemia increased on an undisclosed date. In addition, it was reported the patient stored the pen with the cartridge attached in the refrigerator, never primed the pen and reused needles. The insulin lispro treatment was continued. The patient operated the device and he was trained by the physician. The patient used this device model and the reported device for four or five years. Device not returned. Usage concerns resolved, and device was reported to be working properly. The consumer reporter stated the patients glycemia increased because he received a lower dose of insulin lispro because the cartridge was cracked and leaked insulin. No other relatedness opinion was provided. Edit 29mar2016. Case was opened to enter medwatch and update the european/canadian device fields for device mailing. No new information. Update 31mar2016: additional information received on 22mar2016 from the initial reporting consumer. Added the device was tested with another cartridge of insulin lispro and worked normally, concluding that the leaking was not due to a device problem. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 02may2016. No further follow up is planned. Evaluation summary the patient experienced high blood glucose while using a humapen luxura (lot 0909b04). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient stored pen with cartridge attached in the refrigerator, never primed the pen, reused needles, and was using a cracked cartridge in the device. There was no product complaint relative to pen function, however, the use errors may be relevant to the event of high blood glucose. The device user manual indicates a new needle should be used with each injection; do not store the pen in the refrigerator with or without the cartridge attached; user should inspect the cartridge label and contents, and prime the pen before each injection.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to request product information and reported a product complaint with adverse event, concerns a (B)(6) year-old caucasian male patient. The medical history included high pressure. Concomitant medication: insulin glargine and metformin, both for unknown indication use. The patient received insulin lispro (humalog) via humapen luxura burgundy, 15iu before breakfast and 15iu before lunch, subcutaneously, for unknown indication use and beginning in 2011. On an unspecified date in (B)(6) 2016, five years after the beginning of insulin lispro treatment, the patients glycemia increased to 500 (unknown units and reference range), even with a controlled diet. It occurred because the cartridge of insulin lispro (lot c419546c) was cracked, so the insulin lispro was leaking behind the injection screw and he received a lower dose. Then, how it was leaving less insulin by the needle, the patient increased the dose of insulin lispro (conflicting information reported he began taking the insulin from the cartridge with a syringe). After this, the patient noticed the cartridge was cracked, troubleshooting was performed with another cartridge and the device released the insulin lispro normally; so he concluded the leaking of insulin lispro was not related to device but because the cartridge was cracked. The glycemia of 500 was considered as serious by the company due to medically significant reasons. The patient recovered from glycemia increased on an undisclosed date. In addition, it was reported the patient stored the pen with the cartridge attached in the refrigerator, never primed the pen and reused needles. The insulin lispro treatment was continued. The patient operated the device and he was trained by the physician. The patient used this device model and the reported device for four or five years. Usage concerns resolved, and device was reported to be working properly. The device was not returned. The consumer reporter stated the patients glycemia increased because he received a lower dose of insulin lispro because the cartridge was cracked and leaked insulin. No other relatedness opinion was provided. Edit 29mar2016. Case was opened to enter medwatch and update the (B)(6) fields for device mailing. No new information. Update 31mar2016: additional information received on 22mar2016 from the initial reporting consumer. Added the device was tested with another cartridge of insulin lispro and worked normally, concluding that the leaking was not due to a device problem. Corresponding fields and narrative updated accordingly. Update 02may2016: additional information received on 29apr2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and the (B)(6) required device reporting elements; and updated the narrative.